Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis revealed explantation damages i.e. Cuttings in the insulation were noted and the ring electrode was slightly separated from the lead body. This damage resulted presumably from the application of tensile forces during the surgery. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations. In particular, the values of the parameters measured during the mechanical and electrical analyses proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - oversensing and a loss of capture was reported shortly after the implantation. No further details with regard to implant / explant dates were reported. Should more information become available, this report will be updated. No adverse patient side effects have been reported. The lead was returned for analysis.